Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. , a review of the manufacturing records indicated the lot met pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak and occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, a distal type I endoleaks for both legs were observed and a type ii endoleak was suspected. An iliac extender endoprosthesis was implanted to treat the distal type I endoleak of the right leg (contralateral leg) and the endoleak was resolved. The right internal iliac artery was covered by the iliac extender endoprosthesis. The distal type I endoleak of the left leg (ipsilateral leg of trunk) was minor, therefore the physician decided to monitor it. No treatment was performed to the suspected type ii endoleak. The patient tolerated the procedure. The physician suggested that the apposition between the vessel wall and the stent graft might not have been enough because patient artery had severe calcification.